Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 320 mg/dl. The customer stated that when she went to press the buttons, the buttons were sticking or not pushing. She stated that she had noticed before that, with the up and down buttons, she would have to hit the buttons in certain spots for them to work. She first noted the keypad issues about a week prior to the call. She also reported that the esc button was not working. She stated that she was sick, which contributed to the high blood glucose levels. No significant events leading to the keypad issues were observed. She added that she may have sweat while she was sleeping. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened button dome switches. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.